Manufacturer narrative:
H3: the actual sample was not available however, a picture and video were provided for investigation. The visual inspection of the provided video showed the product during priming. A dripping in the area of the dialysate port was visible. The visual inspection of the two provided photos showed the dialysate port and the product label. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of revaclear 400 had an external fluid leak. There was no patient involvement. No additional information is available.